Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had blank display and vibration anomaly. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the insulin pump screen was blank alarming and a red light was flashing. The customer reported that the screen was completely blank, but the pump was vibrating. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after restart. The customer was advised that pump will need to be replaced. The insulin pump will not be returned for analysis.